Event description:
Home patient reported "a long time ago", the quantum extension line separated from his transfer set during exchange. Home patient discontinued treatment and performed a manual exchange home patient reports no injury or medical intervention as a result of incident.